Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) /2015, to report a detached sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient reported that the entire wire was separated from the sensor. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).